Event description:
It was reported that stent dislodgment occurred. A 24 x 4.00 promus premier¿ drug-eluting stent was selected to treat the target lesion. However, it was noted that it was impossible to place the stent because the anterior part of the stent was dislodged from the balloon. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 24 x 4.00 promus premier¿ drug-eluting stent was selected to treat the target lesion. However, it was noted that it was impossible to place the stent because the anterior part of the stent was dislodged from the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the distal portion of the crimped stent was distorted, deformed and lifted upwards from the stent profile. From the analysis the undamaged proximal outside diameter (od) of the stent measured and was within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is was within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the type of damage observed to the crimped stent, the damage may have occurred as a result of resistance being encountered on advancement of the device, however this cannot be confirmed. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).